Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load process. The customer reported a blood glucose level of 120 (mg/dl) and stated this was normal. It was indicated that injections were available for diabetes management.